Manufacturer narrative:
This event has been recorded by zimmer biomet under cmp-(B)(4). Once the investigation is completed, a follow-up/final report will be submitted.

Event description:
It was reported there was an incomplete mesh. No adverse events were reported as a result of this malfunction.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). This medwatch is being filed to relay additional information. The following sections were updated/corrected: b4, b5, d4, g4, g7, h2, h3, h4, h6, h8, h10. The device history record (DHR) and previous repair report reviewed noted no related non-conformances, requests for deviation, change notices or any other issues with manufacturing or with the device. The DHR and previous repair report review also found that all verifications, inspections and tests were successfully completed. On (B)(6) 2020, it was reported that there was an incomplete mesh. The customer returned a skin graft mesher device, serial number (B)(6), for evaluation. The customer also returned a 1.5:1 ratio cutter, serial number (B)(6), and a 2:1 ratio cutter, serial number (B)(6), for evaluation. Product review of the skin graft mesher on february 7, 2020 revealed that the calibration and sample mesh could not be taken due to the damaged comb. The roller gear, right side plate, and shoulder bolts had noticeable wear. The 1.5:1 ratio cutter, serial number (B)(6) produced an incomplete mesh and was deemed non-repairable even after replacing the gear and collars. The 2:1 ratio cutter, serial number (B)(6) produced a passing sample mesh after replacing the gear and collars. Repair of the skin graft mesher was performed by zimmer biomet surgical on february 7, 2020 which included replacement of the comb, roller gear, right side plate, washers, and shoulder bolt. Skin graft mesher, serial number (B)(6), was then tested and functioned properly. It was repaired, inspected and tested.. The root cause of the reported event was either due to the use of a damaged cutter or due to the damaged comb. It is unknown with the information provided which of the two components was causing the issue the customer was experiencing. The zimmer skin graft mesher instruction manual (06001810592, rev a) notes on page 1 that a damaged cutter may result in a less than optimal mesh pattern and cause further damage to the mesher.

Event description:
No additional information.